Manufacturer narrative:
Exemption number e2015058. (B)(4). The history log for this device showed that the pad-pak was first installed on the (B)(6) 2010 and that it had performed to specification up to and including the last log entry on the (B)(6) 2017. On the (B)(6) 2017 the device records two manual power ons, one of 4 minutes duration and one of nonsensical duration. These manual power ups may indicate that the device was switching itself on automatically with the user intervening by initially turning the device off via the on/off button and then by removing the pad-pak. No further log entries were recorded. The device was disassembled to investigate. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.